Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that the patient requested that the dose be increased and an action taken to resolve the issue was that the dose was reduced by the company representative, the cause of overdose symptoms was that the dose increase was too much. The overdose symptoms had been resolved. The patient¿s weight at the time of the event was (B)(6) lbs. Office visit notes were provided; (B)(6) 2017, chief complaints: chronic pain, the patient was in office for pump refill and reprogramming. Pain level had decreased since last visit, the medications allowed him to be functional. Patient did not report any change in location of pain and denied any new symptoms other than pain. Activity level had remained the same. The patient was taking his medications as prescribed and stated that medications were effective. No side effects reported, no medication suspected. Patient safeguards his medications. No new injuries or falls since last visit. Since last visit, quality of life had remained unchanged. He was doing better. The fentanyl was helping. He wanted it increased and needed pump refilled. No new problems, he was having a hip revision surgery on (B)(6). Current medications; betamethasone dp 0.05% crm slg: apply to affected area twice a day , celebrex 200 mg capsule sig: take 1 orally twice daily, cymbalta 60 mg capsule sig: take 1 orally twice daily (daw), keppra 500 mg tablet sig: take 1 orally four times a day, lyrica 75 l\ig capsule sig: take 1 orally three times a day, baclofen 10 mg tablet sig: take 1 orally twice daily, movantik 25 mg sig: take 1 pu daily,viagra 100 mg tablet sig: take 1 po daily as needed, fentanyal 50 meg/ml sig: via intrathecal, norcu 10-325 tablet mg sig: tah 1po four times a day, fosamax 70 mg tablet (other jvid) sig: take 1 po week, klonopin 1mg t ablet (other md) sig: take 1 po daily, prednisone 2.5 mg tablet (other md) sig: take 1 po twi ce daily, testosterone cyp 200 mg/ml (other md) sig: injection every I 0 days 15 norvasc 2.5 mg tablet (other md) sig: take 1 po daily, 16 clindamycin hcl 150 mg capsule (other md) sig: take 1 po daily, lisinopril 5 l\ig tabs (other l\'ID) sig: take 1 po daily. Allergy: sulfa (sulfonamide antibiotics), vital signs: weight: 181 lbs, height: 5' 10", bmi: 25.97, bsa: 2.01, temperature: 98.2 f, bp: 160/110, pulse: 78. Examination; general appearance: he appeared to be well groomed, well nourished and well developed, did not appear to be in acute distress, had good communication ability, and did not show signs of intoxication or withdrawal. Gait: the patient had antalgic gait; was assisted by cane, was wearing a right hip abduction brace. Integumentary: gross inspection of skin demonstrated no evidence of abnormality. Hair and nails were also normal. Skin was warm and dry, head was normocephalic, no gross bulging or retraction noted, no evidence of any mass or any osteomyelitis of skull bones evident. Patient's neurologic function was stable. Waddell's signs were negative. Psychiatric: patient was conscious, cooperative and well oriented to time, place and person. There were no mood swings or psychotic features. Patient's insight was good. Memory and judgment were intact. The remainder of the exam was deferred. Diagnosis/decision making: radiculopathy, lumbar region, pseudarthrosis after fusion or arth rodesis, long term (current) use of opiate analgesic, primary generalized (ostco)arthritis, essential (primary) hypertension. The patient's pump was interrogated and the need for refill was established. The site was prepped with beta-iodine and draped in the usual sterile fashion. A 22 gauge non-coring needle was inserted into the access port. A residual volume of 1 cc was withdrawn from the pump and was approximately equal to the expected residual volume. Fentanyl at 50 mcg/ml was extracted and wasted. The pump was then refilled with fentanyl at 500 mcg/ml, pump was preprogrammed to 100.09 mcg/ml. A total of 40cc of drug was used, the volume of fluid did not exceed the reservoir volume of the pump. The pump was interrogated using programmer 8840 n'vision. Current pump settings were carefully reviewed and analyzed. Correct data about the patient, pump and catheter were reviewed and verified. Correct data input was performed. Appropriate change and verifications were made in the infusion screen including correct drug, concentration, reservoir volume, daily rate infusion, and bolus (if any). Reviewed the summary screen and update/program of the pump was performed. The printed reports provided a permanent record of what was changed/modified during a programming session for storage in the patient's chart. The patient was observed for any hemodynamic of neurological changes. No significant changes were noted. The patient was discharged in stable condition. The new alarm date was noted to be (B)(6) 2017. The elective replacement indicator was at 53m. Treatment plan: the doctor counseled the patient on the need to always make an effect decrease on narcotic use in order to reduce the development of tolerance and potential side effects. Medication risk and benefits were discussed for the current treatment plan. All questions and concerns were addressed. The patient was to continue with previously prescribed medications. According to patient medications were working well, no significant side effects there was no pattern of abuse. The patient stated he was taking his medications as prescribed. He still had pain symptoms on a continuous basis, but they were alleviated somewhat by current medications. He understood that his symptoms would not be completely eliminated by pain medications. The patient was instructed as to the type of medication prescribed along with directions for use. Potential side effects had been discussed, along with risks and benefits of taking these medications. He was instructed on what to do if he experiences side effects, including when to discontinue the medication. He was advised to call this ofiice in this event. Patient was instructed to seek medical attention for increasing symptoms, high fever, rash, stiff neck, persistent nausea or vomiting or other new symptom. Patient was instructed to walk for exercise as tolerated, apply ice and/or heat and rest for the night, continue home exercise program and be careful. The patient was aware that the medication he was prescribed may cause drowsiness and that he should not drive or operate machinery or engage in any safety sensitive activity and take this medicine. Post-procedure instructions were given. The patient was compliant without drug seeking behaviors. No urine drug screen was done per roll of 3. Patient was to return to clinic in 1 week. (B)(6) 2017, chief complaints: chronic pain, the patient was in for pump reprogram, last week they increased his pain pump from 75 to 100mcg daily, the next day he was dizzy, experienced somnolence and was not feeling well, he also had a metalic taste in his mouth, slept most of that day and eventually went to the emergency room, a company representative came and decreased his dose to 50 and he had felt better since then but his pain had increased. So he wanted the to have the pump increased back to 75 on this date. Medications; betamethasone dp 0.05% crm slg: apply to affected area twice a day , celebrex 200 mg capsule sig: take 1 orally twice daily, cymbalta 60 mg capsule sig: take 1 orally twice daily (daw), keppra 500 mg tablet sig: take 1 orally four times a day, lyrica 75 l\ig capsule sig: take 1 orally three times a day, baclofen 10 mg tablet sig: take 1 orally twice daily, movantik 25 mg sig: take 1 pu daily,viagra 100 mg tablet sig: take 1 po daily as needed, fentanyal50 meg/ml sig: via intrathecal, norcu 10-325 tablet mg sig: tah 1po four times a day, fosamax 70 mg tablet (other jvid) sig: take 1 po week, klonopin 1mg tablet (other md) sig: take 1 po daily, prednisone 2.5 mg tablet (other md) sig: take 1 po twi ce daily, testosterone cyp 200 mg/ml (other md) sig: injection every I 0 days 15 norvasc 2.5 mg tablet (other md) sig: take 1 po daily, 16 clindamycin hcl 150 mg capsule (other md) sig: take 1 po daily, lisinopril 5 l\ig tabs (other l\'ID) sig: take 1 po daily allergy: sulfa (sulfonamide antibiotics), vital signs:weight: 181 lbs, height: 5' 10", bmi: 25.97, bsa: 2.01, temperature: 98.1 f, bp: 162/103 ,pulse: 82. Examination- the patient's examination was unchanged from the previous visit. Impression: 51yr male with chronic multifactorial pain, s/p recent intrathecal pain pump, bilateral carpal tunnel syndrome (cts) with ongoing nerve pain, right ulnar neuropathy, right total hip arthroplasty (tha) with ongoing pain, chronic knee pain from previous knee surgeries, multiple lumbar surgeries and surgical fusion, history of dorsal column spinal (dcs) placement and removal, sleep apnea, hydrocodone dependence, erectile dysfunction (ed) as a side effect of cymbalta, lyrica, hydrocodone, and celebrex, opioid induce constipation. Diagnosis/decision making: radiculopathy, lumbar region, pseudarthrosis after fusion or arthrodesis, long term (current) use of opiate analgesic, primary generalized (ostco)arthritis,essential (primary) hypertension. The pump was reprogrammed to 75.04 mcg/day. The treatment options were discussed with patient and all questions answered to patient's satisfaction. The patient was to continue with previously prescribed medications. The patient was instructed to seek medical attention for increasing symptoms, high fever, rash, stiff neck, persistent nausea or vomiting or other new symptom. Patient was instructed to walk for exercise as tolerated, continue home exercise program and be careful. The patient was aware that the medication he was prescribed may cause drowsiness and that he should not drive or operate machinery or engage in any safely sensitive activity. The patient was compliant without drug seeking behaviors and was to return to clinic in 1 week

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (unknown concentration, dose 100 mcg/day) via an implantable pump for non-malignant pain. The health care professional had just bumped up the medication recently (increased the concentration) and now the patient felt like he was having an overdose, the symptoms were sudden, the patient stated initially it was a couple of days ago and then stated it was the day prior to this report date, the patient could not really remember (was unsure whether he was refilled on the day prior or couple days ago) the patient could not even stand it and could not contact the doctor as he was getting a recording that the office was closed until monday, the patient called the manufacturer to find out what to do. Patient was asked to seek appropriate medical care as felt necessary. It was further reported by patient and patient¿s wife that the patient was in the hospital and felt like he was getting too much fentanyl, his dose was increased by (B)(4) on (B)(4), the patient was now feeling overdosed and had been bed bound. A company representative further stated that he was going to see the patient in the hospital, he asked if the pump dose could be changed if instructed by the emergency room (ER) doctor. It was explained that the ER doctor could make dose changes and would need to "update" the pump. No further complications were reported.